Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis on the programmer was completed and found that the programmer locked up three times with no display; the main processor unit (mpu) was out of electrical specification. Analysis also confirmed the customer complaint; no software was listed under the "model" screen. Analysis also found that the stylus pen was damaged but still functional, the upper hinge plate was cracked, the display rear cover and media bay door were scratched, and the eject button on the floppy disk drive was missing a part. (B)(4).

Event description:
It was reported a software update was attempted via sdn (software distribution network) and now lists no devices. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.